Manufacturer narrative:
The customer was sent a response email, requesting that she contact customer service so that her issue could appropriately be addressed. In follow up with a complaint handler on (B)(6) 2019, the customer indicated that she developed mastitis three times, the first of which was in (B)(6) 2019, and was currently taking an antibiotic, which was helping to resolve the mastitis. When asked about contacting customer service, the customer indicated that she would do so; however, as of the date of this report, the customer has not contacted customer service. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2019, the customer alleged to medela llc via email that her pump in style breast pump was not creating enough power and it had been taking her up to an hour to complete a pumping session. She further alleged that she has had mastitis more than once.